Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the external balloon of the tracheal intubation was broken and fell. The patient required re intubation.